Event description:
Hcp reported pt had symptoms of withdrawal approx one week prior to scheduled refill. The pt was receiving intrathecal morphine and clonidine. The pt was scheduled to have subsequent refills one week earlier than scheduled refills. The pt recovered without sequela.